Manufacturer narrative:
Event, implant dates estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use, and is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, titled pulmonary hypertension in transcatheter mitral valve repair for secondary mitral regurgitation.na

Event description:
This is filed to report death. It was reported through a research article that 528 patients with functional mitral regurgitation underwent transcatheter mitral valve repair (tmvr) with a mitraclip. These 528 patients had a baseline pulmonary artery systolic pressure (pasp) value that could be assessed through echocardiography. Within two years of having a mitraclip implanted, it was noted that the implanted clip may have caused or contributed to death. Details are listed in the article, titled pulmonary hypertension in transcatheter mitral valve repair for secondary mitral regurgitation. No additional information was provided.